Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) requested that the sterile adapter be disconnected and the endoscope replaced, but the system had to be restarted to get everything working again with both endoscopes. The issue was resolved by power cycling the system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted ventral hernia transabdominal preperitoneal surgical procedure, the 30-degree endoscope image turned upside down due to excessive endoscope rotation. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). Tse could not find any related errors in the logs. The tse advised the customer to disconnect sterile adapter (sa), replace the endoscope and restart the system. The procedure was completing as planned with no reported injury. The procedure was delayed less than 15 minutes. Isi obtained the following additional information: the image was upside down, which induced non-intuitive motion. The issue occurred on the second endoscope as well. The issue could be resolved by power cycling the system. The customer stated that the issue was induced by the user. The endoscopes would not be returned since the issue was not related to defective endoscopes.